Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2025. Follow-up with the patients¿ pd registered nurse (pdrn) the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of drain complications. During evaluation the pdrn was able to instill fluid into the patient¿s abdomen but was unable to withdraw it. As a result, the patient was sent to the emergency room due to drain complications and was diagnosed with peritonitis after a peritoneal effluent cell count revealed an elevated wbc level (wbc result not provided). The patient was treated with intraperitoneal (ip) vancomycin and ip ceftazidime for 21 days (dosages not provided). On (B)(6) 2025, the patient¿s peritoneal effluent culture result returned with ¿no growth,¿ however the patient¿s antibiotics were continued. Despite these results, the patient was transitioned to hemodialysis (hd) for 30 days while the peritonitis is being treated. The patient¿s pd catheter (not a fresenius product) remains in place and is being flushed by the pdrn three times a week. The pdrn stated the cause of the peritonitis is unknown, as an evaluation of the patient¿s practice did not reveal any breaches in aseptic technique. Per the pdrn, the serious adverse events were not caused by a fresenius device(s) and/or product(s) malfunction or deficiency, and the patient will resume utilizing the same liberty select cycler upon their return to ccpd.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of peritonitis (characterized by abdominal pain, cramping and cloudy peritoneal effluent fluid), which required hospitalization, ip antibiotic therapy and the transition to back-up hd for 30 days. The etiology of the serious adverse events is unknown; therefore, causality could not be firmly established. However, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. In approximately 20% of all peritonitis cases, no organism is identified. Instead, physiological factors (i.e., elevated cell count, abdominal pain) are used to identify the infection. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of a damaged front panel. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The system air leak and valve actuation tests were performed and passed. A post-ast 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2025. Follow-up with the patients¿ pd registered nurse (pdrn) the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of drain complications. During evaluation the pdrn was able to instill fluid into the patient¿s abdomen but was unable to withdraw it. As a result, the patient was sent to the emergency room due to drain complications and was diagnosed with peritonitis after a peritoneal effluent cell count revealed an elevated wbc level (wbc result not provided). The patient was treated with intraperitoneal (ip) vancomycin and ip ceftazidime for 21 days (dosages not provided). On (B)(6) 2025, the patient¿s peritoneal effluent culture result returned with ¿no growth,¿ however the patient¿s antibiotics were continued. Despite these results, the patient was transitioned to hemodialysis (hd) for 30 days while the peritonitis is being treated. The patient¿s pd catheter (not a fresenius product) remains in place and is being flushed by the pdrn three times a week. The pdrn stated the cause of the peritonitis is unknown, as an evaluation of the patient¿s practice did not reveal any breaches in aseptic technique. Per the pdrn, the serious adverse events were not caused by a fresenius device(s) and/or product(s) malfunction or deficiency, and the patient will resume utilizing the same liberty select cycler upon their return to ccpd.